Manufacturer narrative:
A sample is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not cut satisfyingly during a vitrectomy procedure. A new pak was opened to replace the cutter and the procedure was completed without consequences to the patient. The affected cutter was tested after surgery and it worked perfectly. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: one constellation 23ga ultravit probe was returned for not having an acceptable cutting function. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record reviews, one lot was reprocessed for anomalies that did not contribute to the customer complaint. Two lots had no anomalies found based on the device history record reviews. The product was released according to the product¿s acceptance criteria. The probe complaint sample was visually examined using 25x magnification and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. Actuation testing was retested after disassembly and deemed acceptable. Root cause: the complaint evaluation did not confirm the probe had a cut performance issue. The cut performance met specification. The reason why the customer felt they had poor cut quality cannot be determined from this evaluation. The complaint does indicate a nonrelated complaint issue during the evaluation for poor actuation. This may have occurred during handling and transportation of the probe back for testing. Testing did show an acceptable actuation test after disassembly which removed any interference between components which may have occurred during this handling and transportation.